Event description:
It was reported that the pt was inserted a PICC line on (B)(6) 2012. The process went smoothly and the insertion length is 45cm with 5cm outside body. After the treatment finished at the beginning of 2013, the pt left hospital and went home, when he came back in april to do maintenance, everything was ok till then. After that, the pt went to hospital to do radiotherapy. X-ray showed that the catheter was broken into two pieces at the site of 20cm. On (B)(6) 2013, the catheter was removed 25cm, with 20cm remained in the pt's body. On (B)(6) 2013, the rest part of catheter was removed by the first affiliated hospital, the pt was safe now.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rewe0868 showed no other similar product complaint(s) from this lot number.